Manufacturer narrative:
Heartsine informed the customer that their device is beyond its useful life and non-repairable and should be removed from service. The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device will not power on. There was no report of patient use associated with the reported event.